Manufacturer narrative:
The lot # was incorrectly placed in the serial # field. Of section d4, on the initial report. The lot 60460un11 has been recorded in the lot # field on this final report. Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 60460un11 and met acceptance criteria which indicated that lot is performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect stat troponin-I reagent; list (B)(4), lot 60460un11, was not identified.

Event description:
The customer observed false reactive results while using architect stat troponin-I assay. The customer indicated the discrepancy was between edta and serum type tubes. The customer provided the following results: edta result: 0.650 ng/ml, serum result 0.017 ng/ml no additional patient information was provided. There has been no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.